Manufacturer narrative:
Additional information: the stent was dislodged in the non-medtronic guide catheter during the surgery and the non-medtronic guide catheter and the stent could not be separated. Two images have been provided for still image review. The two images appear to show a section of a damaged non-medtronic guide catheter. The complaint cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was intended to use one resolute onyx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion in the ostium right coronary artery (rca). There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. There were no difficulties to remove the protective sheath. It was reported that stent dislodgement occurred during insertion into the homeostatic valve. Resistance was not encountered during insertion into the homeostatic valve. No excessive force was used. It was detailed that the stent was dislodged before it extended out of the guide catheter and did not reach the blood vessel. The device was not inserted in the patient vasculature. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.